Manufacturer narrative:
The cause of positioning issue cannot be determined since the complaint device not retuned for investigation. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The cause of positioning issue cannot be determined since the complaint device not retuned for investigation the impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old female in advanced heart failure was implanted with an impella device for mechanical circulatory support. The pump was inserted, however, the md was unable to reposition because the catheter would not unlock when the button was being pressed. There was no harm to the patient as a result of this incident.